Manufacturer narrative:
William cook europe initially reported event under manufacturer report 3002808486-2018-01053. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the internal jugular vein due to a history of deep vein thrombosis and upcoming orthopedic surgery. Patient alleges caval filter projects in the low right paralumbar region and device unable to be retrieved.